Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for possible output circuit damage was observed. The alert was from 2013, and successful therapies and multiple successful charges had been recorded since then. Manual capacitor maintenance was recommended to confirm appropriate charging. Further investigation revealed that the patient had been hospitalized for an unrelated issue at the time of the alerts, indicating external interference caused the alerts. No patient symptoms were reported.